Event description:
Contact reported that the tip of a probe broke off in the pedicle during use in surgery. Contact reported that it was difficult to remove and required partial removal of the facet to clear the piece. As a result of the delay and action taken to remove the piece an MDR is being filed to document this event.